Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when subsequent information is provided. (B)(6) medical center.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) suddenly shutdown. Although the customer attempted to turn the system off and on to restart it, the iabp did not restart. The iabp was replaced with a cs100 iabp to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and the reported incident was duplicated. To resolve the issue, the stm replaced the solenoid driver board and performed all functional and safety tests to meet factory specifications. The iabp was then released to the customer and cleared for clinical use without further incident.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) suddenly shutdown. Although the customer attempted to turn the system off and on to restart it, the iabp did not restart. The iabp was replaced with a cs100 iabp to continue therapy. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) suddenly shutdown. Although the customer attempted to turn the system off and on to restart it, the iabp did not restart. The iabp was replaced with a cs100 iabp to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Date of initial emdr: the date was incorrectly submitted and should read oct11 2018.